Event description:
Poorly functioning arteriovenous fistula. Balloon rupture during pta of in-stent restenosis. All pieces retrieved. Per director of the unit, rupture may have been prevented if inflator was utilized.